Event description:
It was reported that the patient had a difficulty charging the ipg and had to charge it frequently. It was also noted that the patient experienced soreness around the stimulator and it was getting worse. The patient underwent a revision procedure wherein the ipg and lead were replaced. The patient was doing well postoperatively. The explanted ipg will not be returned as it was discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred last year from the date the manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336700 model: sc-8336-70 serial: (B)(6). Batch: 18266097.